Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported problems with the flap, incomplete tunnels and loss of focus. Additional information has been requested.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported loss of focus is attributed to alignment out of specification. The root cause of the reported problems with flap and incomplete tunnels is inconclusive. The manufacturer internal reference number is: (B)(4).